Event description:
During preventative maintenance of the device, the user reported the green led on the battery did not illuminate when plugged into ac power and in the disconnect mode. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.